Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance of 125 ohms. Technical services (ts) reviewed and noted this did not appear to be a right ventricular (rv) lead issue and to continue to monitor. This ICD remains in service. No adverse patient effects were reported.